Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported that the monitor shows a speaker malfunction inop. The device was not in use monitoring a patient at the time of the event and no adverse event involving patient or user was reported.